Event description:
As reported, approximately 2 months and 7 days post the initial right reverse total shoulder arthroplasty, x-ray showed migration of the augment and glenosphere. Upon opening the patient, superior fracture of the glenoid was discovered. All implants were removed; there was no damage noted to any implants. A press fit stem retained and cta hemi were implanted. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0; (B)(6), 320-15-05 - eq rev locking screw; (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm; (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm; (B)(6), 320-20-00 - eq reverse torque defining screw kit; (B)(6), 320-38-00 - equinoxe reverse 38mm humeral liner +0; (B)(6), 320-01-38 - equinoxe reverse 38mm glenosphere; (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm; (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm; (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3, h6 type of investigation, investigation findings, investigation conclusions. The following sections were corrected: h6 problem code, component code. H3: the revision reported may have been due to glenoid component migration secondary to a displaced bone fracture. There is no allegation or clear indication that the baseplate or screws were independently loosened from the bone prior to the reported bone fracture. However, the migration and fracture could not be confirmed from the single provided CT view. Additionally, potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and relevant clinical information were not provided.